Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair has 809 codes. Also, when it's driving and you come to a stop, it sometimes jerks slightly to the left. Dealer could not get voltage. MDR filed.